Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the insulin pump was not advancing and the buttons were unresponsive. The customer stated that the battery was removed, but the anomaly still persisted. Advised the customer revert to back up plan. No further info was provided.